Event description:
It was reported to boston scientific corporation in 2005, that a jagwire was used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed in 2005, (patient age, gender and weight are unknown). According to the complainant, the ptfe coating caught on wall stent and detached from device. The detached section of sheath was left in patient. Procedure successfully completed with another of same jagwire. The patient's condition at the conclusion of the procedure was reported to be "fine."

Manufacturer narrative:
The jagwire returned and was evaluated for the reported failure. A visual evaluation confirmed a torn sheath and a complete pebax detachment. The evaluator noted that approximately 4.95cm of corewire was exposed. An analysis of the corewire for the presence of polyurethane concluded that that adhesive was appropriately adhered to wire surface. Additionally, "the core wire fracture surface exhibited evidence of being cut," but a measurement taken from flare to tip found the dimension to fall within the device specification indicating that the observed cut/fracture "corrresponds to the maufacturing process." The cause of the reported malfunction is undetermined.